Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the first inflation at 18 atmospheres, the balloon ruptured and that this is a duplicate report to MDR ID: (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected for dilation. However, during preparation, it was noticed that the balloon had ruptured. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded, had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak 15mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were noted with the tip section of the device. No other issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspections and testing have been completed and all acceptance criteria are met. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was located in a mildly tortuous and severely calcified arteriovenous fistula.